Event description:
It was reported that the omnicurve peek sheath became stuck after the cement was injected and another surgeon was called in to remove the device. It should be noted that the procedure was completed successfully.